Event description:
When the site coordinator spoke to the patient to schedule his annual visit for the biocor post-approval study, the coordinator was informed that the biocor valve was explanted in (B)(6) 2011. Reportedly, the valve was explanted due to endocarditis. Additional information indicated on (B)(6) 2011, the patient's blood cultures had grown back positive for gram-negative rods. He was treated with antibiotics for probable endocarditis and admitted to the hospital; tee showed no vegetation. On (B)(6) 2011, echocardiography identified regurgitation and stenosis with a mean gradient of 26 mmhg; therefore, the patient was admitted to the hospital. The next day a tee showed a mean gradient of 18 mmhg with regurgitation, possible prolapsed cusp and a tear or vegetation mass at the tip of the cusp. Tee on (B)(6) 2011 revealed vegetation, paravalvular leak and aortic insufficiency. He was admitted to the hospital and had a redo aortic valve replacement on (B)(6) 2011; the valve was explanted and a tear was found on the cusp but no regurgitation. Another manufacturer's valve was implanted.